Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when a new cartridge was opened from the package, there was a small gasket found in the packaging. Reportedly, the customer could not see a gasket on the bottom of the cartridge where the pneumatic tap would insert. The customer's blood glucose level was not impacted and a new cartridge was loaded. There was no patient involvement, as device had not yet been used on the customer at the time of the reported event.